Event description:
It was reported during a scheduled catheter exchange, it was noted this drainage catheter had fractured and detached. A snare was used to successfully retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could be performed. Co's follow-up revealed this catheter was in place approx 8 months and was being used as a feeding tube in a pt with neck cancer, which is a non indicated use of the device. Co believes this may have contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections... This catheter should be evaluated by the physician on or before 90 days post-placement."